Manufacturer narrative:
Pump received with blank display due to interface board broken solder joint. Unable to verify motor error alarm due to blank display. Motor passed motor test. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched case, scratched lcd window, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 56 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.